Event description:
The patient underwent a trial procedure on (B)(6) 2013 and subsequently experienced intermittent difficulty moving his right arm. The patient was advised to contact his physician. The patient's trail lead was removed on (B)(6) 2013 and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.